Manufacturer narrative:
The investigation has been completed. Based upon the totality of the information received over the course of the investigation and reported by gore in the previously submitted medical record narratives the following conclusions have been reached. As previously reported, all pertinent medical records requested may not have been received. In the absence of additional information or medical records from the complainant, this event file will be closed with the information provided. Previous patient codes were reported based on the original complaint and are no longer applicable and/or not reportable per gore¿s investigation. Following gore¿s investigation, the previously submitted annex f code has been updated to reflect gore¿s final conclusion. It should be noted that the gore® dualmesh® biomaterial instructions for use include warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the instructions for use further warn: ¿as with any implantable surgical device, strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.¿ procedure and specific patient factors may contribute to or cause infection, leading to contamination, exposure, lack of incorporation and/or seeding of device. Procedure related factors may include adherence to clinical guidelines on infection risk management, contamination of device prior to or during implant, and post-operative persistent/symptomatic seroma and wound management. Patient risk factors may include diabetes, smoking, age, malnutrition, immunosuppressive therapy, post-operative instruction noncompliance, and hygiene. As with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, compromised device biocompatibility, contamination which may lead to patient harms, device damage, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, defect recurrence and related harms, ileus, increased procedure time and related harms, irritation or inflammation, infection, mesh migration, mesh contraction, pain, paresthesia, perforation, revision/re-intervention, seroma or hematoma and related harms, tissue ischemia, wound complications and wound dehiscence and additional intervention including surgery. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures.the above inherent risks are typically detailed in standard informed consent documents. The device was not able to be returned to gore for evaluation; therefore, a direct product analysis could not be conducted. Product identification information was provided for these devices; however, the records were illegible and thus they could not be confirmed but are determined to be gore devices. Furthermore, these devices were not able to be returned to gore for evaluation; therefore, a direct product analysis could not be conducted. Review of the manufacturing and sterilization records could not be performed as product type and/or valid lot numbers were not confirmed. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: relevant medical information: (B)(6) 2008: (B)(6) medicine, (B)(6) hospitals and university health associates. (B)(6) md. Anesthesia record. Weight (B)(6) pounds. Proposed procedure: exploratory laparotomy, hernia repair, possible colectomy. Preoperative diagnosis: small bowel obstruction, hernia. Current medications: glucophage. Asa status: 2. (B)(6) 2008: (B)(6) medicine, (B)(6) hospitals and university health associates. (B)(6) md; (B)(6) do. Anesthesia record. Performed procedure: exploratory laparotomy, repair of ventral hernia, repair of internal hernia, lysis of adhesions. Implant procedure: exploratory laparotomy, repair of ventral hernia, repair of internal hernia, lysis of adhesions. Implant: ¿dual gore mesh¿ [[not provided in records reviewed], 20 x 30 cm]. Implant date: (B)(6) 2008 (hospitalization (B)(6) 2008). (B)(6) 2008: (B)(6) university hospitals. (B)(6) md. Operative report. Preoperative diagnosis: small-bowel obstruction, incarcerated ventral hernia. Postoperative diagnoses: small-bowel obstruction, incarcerated ventral hernia. Internal hernia at the jejunojejunostomy. Surgeons: (B)(6) md (staff), (B)(6) md (assistant). Anesthesia: general. Estimated blood loss: 100 ml. Specimens: old mesh sent to pathology. Complications: none. Drains: none. Transfusion: none. Condition: stable, transferred to the pacu after extubation. Indications for procedure: the patient is a pleasant (B)(6)year-old female who presented originally to bluefield regional medical center with abdominal pain that had been progressively worse. The patient was transferred to our facility with the diagnosis of ventral hernia and small bowel obstruction. On physical examination, the patient had a recurrent ventral hernia that was partially reducible, no peritoneal signs. The patient was hydrated with IV fluids and an ng tube was placed for decompression. On (B)(6) 2008, the patient was taken to the or for exploratory laparotomy. Description of procedure: ¿after signing informed consent, the patient was taken to the or and placed on the operating table in supine position. The patient was prepped and draped in a surgical fashion after general anesthesia was induced. The patient received preop IV antibiotics and scds as well as the 30 mg of subcutaneous lovenox. A supraumbilical incision was made using a 10 blade scalpel over the palpable hernia. The incision was deepened through subcutaneous tissue using electrocautery. The hernia sac was then identified and the sac was dissected off the surrounding subcutaneous tissue. There were extensive adhesions between the sac and the skin and subcutaneous tissue and extensive lysis of adhesions was done. The sac was freed and then the sac was grasped between 2 hemostats and opened using metzenbaums. The contents of the sac were small bowel loops. The sac was then excised using electrocautery and sent to pathology as a specimen. The fascial defect was about 15 x 20 cm. The small bowel was then examined in the ventral hernia and there was no transition point to indicate an obstructing pathology in the hernia sac. All the bowel content in the hernia had the same caliber. We then extended our incision cephalad caudad to run the bowel from the ligament of treitz to the ileocecal valve. The transverse colon was identified. The roux limb was identified and we examined peterson space and this was closed with no hernia. We then followed the roux limb distally to the jejunojejunostomy and we noted a mesenteric defect at the jejunojejunostomy with herniation of the common channel through this defect. A transition point was identified where we found proximal dilated small bowel loops and distally partial decompressed small bowel loops. We then reduced the internal hernia and proceeded with closing the mesenteric defect using 2-0 vicryl suture in a running fashion. The bowel was viable. We then ran the bowel multiple times from the roux limb all the way to the ileocecal valve as well as from the biliopancreatic channel after we identified the ligament of treitz all the way to the jejunojejunostomy. There was no other pathology identified and no obstruction. The abdomen was then irrigated with saline and the return was clear. We then proceeded with closing the abdomen. We placed a 20 x 30 cm dual gore mesh as the fascia in the upper abdomen was found to be thin, although there was no definite hernia defect there. The mesh was placed and was trimmed to an adequate size and then was secured to the fascia in an underlay fashion using interrupted #0 gore sutures. After the mesh was placed, the subcutaneous tissue was then irrigated and the subcutaneous tissue was approximated using interrupted 3-0 vicryl sutures. The skin was closed using staples. The patient tolerated the procedure well. No complications occurred during the operation. At the end of the procedure, the counts of sponge and needle were all correct. The patient was transferred to pacu in stable condition after extubation. I was the attending surgeon and was present and scrubbed for the entire procedure and performed the critical parts of the operation.¿ (B)(6) 2008: (B)(6) university hospitals. Implant sticker. [Very poor copy]. ¿gore dualmesh® biomaterial.¿ ref#: 1dlmc08. Lot#: ¿illegible¿. W.l. Gore & associates. Relevant medical information: (B)(6) 2009: (B)(6) medicine, (B)(6) hospitals and university health associates. (B)(6) rn, msn, c-fn; (B)(6), do. Anesthesia record. Weight (B)(6) pounds. Proposed procedure: open repair ventral hernia, removal of infected mesh. Preoperative diagnosis: ventral hernia, infected mesh. Previous surgeries: hernia x3, gastric bypass, ankle, tonsils, cholecystectomy. Physical exam: wound vac in place. Asa status: 3. Anesthesia plan: general anesthesia, endotracheal tube. (B)(6) 2009: (B)(6) medicine, (B)(6) hospitals and university health associates. Or surgeon notes. Resident assisting: (B)(6). Procedure: laparotomy exploratory, wound class dirty of infected wounds ¿ include old traumatic wounds, exploratory laparotomy, lysis adhesions excision and debridement abdominal wall, removal infected mesh, repair internal hernia, repair ventral hernia. (B)(6) 2009: (B)(6) medicine, (B)(6) hospitals and university health associates. (B)(6), md. Indications: ¿this is a (B)(6) year-old pleasant female who developed mesh infection status post exploratory laparotomy with repair of internal hernia and ventral hernia in (B)(6)2008. The patient developed a mesh infection that failed conservative measures and was scheduled f or removal of infected mesh.¿ explant procedure: exploratory laparotomy, lysis adhesions excision and debridement abdominal wall, removal infected mesh, repair internal hernia, repair ventral hernia. Abdominal washout. Ventral hernia repair, 15 x 15 cm, with vicryl mesh. Explant date: (B)(6) 2009 (hospitalization (B)(6) 2009) (B)(6) 2009: (B)(6) medicine, (B)(6) hospitals and university health associates. (B)(6), md. Operative report. Preoperative diagnosis: abdominal wall mesh infection. ¿after signing informed consent, the patient was taken to the operating room and placed on the bed in supine position. The patient was prepped and draped in surgical fashion and general anesthesia was induced. The patient received preoperative IV antibiotics as well as scds and 30 mg subcutaneous lovenox for dvt prophylaxis. The patient had draining sinuses from the abdominal midline over the mesh area. An elliptical incision was made using a 10 blade scalpel over healthy skin compressing the infected area. The incision was deepened through subcutaneous tissue using electrocautery until the fascia was identified. We identified the gore-tex sutures of the mesh and we opened the fascia along healthy tissue. The posterior sheath was identified and was grasped between 2 hemostats and was opened using metz. The peritoneal cavity was then entered. Meticulous dissection was done entering the abdominal cavity to avoid any bowel injury. Extensive lysis of adhesions was done between the small bowel and the abdominal wall using metz. The mesh was identified and we found a big pocket of pus posterior to the mesh. There were no intra-abdominal abscesses and there was not free leakage of pus into the abdominal cavity. However, the pus was loculated in the abscess cavity beneath the mesh. This was drained. We then proceeded with excision of the mesh, including debridement along healthy tissue around the mesh. This included skin, subcutaneous tissue, muscle and fascia and this was removed en bloc and sent to pathology. We also sent as specimen for culture and sensitivity. There were extensive adhesions between the mesh and bowel and these were taken down using digital dissection and scissors. We then proceeded with irrigation of the abdomen. Gloves for operating personal [sic] were change as well as instruments and the abdomen was copiously irrigated with 10 liters of saline with antibiotics. Exploratory laparotomy was performed. The patient previously had an internal hernia with incarcerated bowel back in december. We examined the anatomy of her gastric bypass and there was no internal hernia at the jejunojejunostomy. There was a small hernia found at the petersen space which was partially opened and this was closed using a 3-0 vicryl suture in between the tenia of the transverse colon and the mesentery of the roux limb. Otherwise, the anatomy of the gastric bypass was intact and there were no signs of any obstruction. The fascial defect was measuring 15 x 15 cm. After copious irrigation of the abdomen, we then proceeded with closure of the defect using vicryl mesh 30 x 30 cm. We were able to obtain adequate underlay. The fascia was secured an underlay fashion using interrupted 2-0 nylon sutures, most of them left untied for delayed primary closure on the floor in 48-72 hours if the wound looks clean with no signs of infection. The patient tolerated the procedure well. No complications occurred during the operation. At the end of the procedure, the counts of sponges and needles were all correct. The patient was then extubated and transferred to pacu in stable condition. I am the attending surgeon and was present and scrubbed for the entire procedure and performed the critical parts of the operation.¿ (B)(6) 2009: (B)(6) medicine, (B)(6) hospitals and university health associates. Implant record. Ethicon vicryl mesh. A potential relationship, if any, between the alleged injuries or complications and the gore device has not been established at this time based on available information. It should be noted that the gore® dualmesh® biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence." The gore® dualmesh® biomaterial instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material."

Event description:
It was reported to gore that the patient underwent open ventral hernia repair on (B)(6) 2008 whereby a gore® dualmesh® biomaterial was implanted. The complaint alleges that on (B)(6) 2009, an additional procedure occurred whereby the gore device was explanted. It was reported the patient alleges the following injuries: draining sinuses, pus posterior to the mesh. Removal of mesh. Additional event specific information was not provided.